Manufacturer narrative:
On 10/14/2019, the product investigation was completed. Device investigation summary: during visual evaluation it was observed to be ruptured. It was received in two parts. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 10/25/2019, mentor became aware that the patient also experienced ptosis on the right side. On 10/25/2019, the product investigation was updated. Updated device investigation summary: during visual evaluation it was observed to be ruptured. It was received in two parts. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and trauma to the breast. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 425cc, catalog # 3501670, lot # 5980261 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right side post-operational. As a result, the patient underwent bilateral removal and replacement with 405cc mentor memorygel breast implants, catalog number 3507405mc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.